Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer states a blockage in the transfer set contributed to her high blood sugar. Customer states pump did not show e4 occlusion error. She was able to successfully self-treat. No adverse event reported. A request was made for the return of the device, replacement sent.